Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the sipap unit powers off automatically. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and found that the main printed circuit board assembly (pcba), power supply cable, battery connector, and display flat ribbon cable connector were damaged. The factory service center repaired the device and the device meets manufacturer's specifications.